Event description:
During servicing, a philips field service engineer (fse) noted that the heartstart mrx was failing the defib test in op check. There is no indication of patient involvement.

Manufacturer narrative:
(B)(4).